Event description:
It was reported that during a coronary artery stenting treatment procedure, the patient had vessel dissection. The denovo lesion being treated was located in the severely tortuous, moderately calcified mid left anterior descending artery (mid lad) with 80% stenosis and was 18mm long with a reference vessel diameter of 2.75mm. The lesion was eccentric with significant 45-90 degree bend. Ejection fraction was 65. The physician treated the lesion with pre-dilation and placement of a 2.75x20mm taxus liberte stent. The physician encountered significant resistance during advancing. Post-dilation a type b dissection was found and was treated with deployment of another stent. The patient had mild chest pain which was resolved by medication. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error as the lesion was highly tortuous in this case which is contraindicated in the dfu. (B)(4).